Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was suspected of damage of the shock lead as shown on the x-ray photograph. Boston scientific technical services (ts) requested for a confirmation. The lead remains in service. No adverse patient effects were reported.